Event description:
It was reported that the leads had come out from behind the generator and moved close to just under the patient¿s skin. This had caused some occasional pinching. The patient was instructed by her physician to continue to monitor for increased pain or issues. The patient experienced pinching at the battery pocket. Follow-up determined that the patient did have good stimulation with good pain relief. No other information was known. No further follow-up was required at this time as all known information had been reported.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).